Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture baker grade is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture and capsular contracture baker grade unknown.

Event description:
Health professional reported right side capsular contracture, baker grade unknown and "rupture MRI confirmed." Device remains implanted.

Manufacturer narrative:
Device evaluation: a striated edge opening on anterior side assessed, as surgical damage. The device related to the reported event of rupture/capsular contracture was received on (B)(6) 2021. With lot number 1149761. Visual analysis of the returned device identified, openings, underweight, crease fold. A microscopic analysis was performed which identify, crease sharp, stress mark, wear abrasion. Based on the device analysis, the final assessment is: a crease sharp on radius side assessed, as fold flaw opening. A smooth opening on radius side.

Event description:
Device has been explanted.